Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleeping current measurement and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No battery or power anomalies noted during testing. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons pressing harder, no delivery alarms, reject new batteries, weak battery. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. Customer states that numbers are not ramping on their own and the scroll bar was not moving with no input and also there was no response from any button. Troubleshooting was performed. The insulin pump will be returned for analysis.